Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed during meter testing. The test strips however, failed testing and the reported issue was confirmed. When the test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information that was omitted from narrative in follow-up #1. A secondary issue was also noted during evaluation of the test strips. The test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that whilst on holiday in the (B)(6), his onetouch verio iq meter displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began one morning in the 3rd week of (B)(6). The patient manages his diabetes with pills, diet and exercise. He denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported, a week after the alleged meter issue began, he developed symptoms of ¿double vision and headaches¿ he stated that he went for an executive examination and the symptoms were treated with metformin 500 mgs times 4. He had his blood tested on a laboratory device on (B)(6) 2016, but could not remember the result. At the time of troubleshooting the csr noted that it was not the first time the product was being used. The csr noted that the test strips associated with the complaint had not expired, nor been open longer that the discard date or been stored improperly. The csr noted the patient was using the correct testing process. The csr was unable to walk through a retest as the patient did not have his meter with him at the time of the call. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.